Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: separated guide wire requiring medical intervention. Device issue: separated guide wire. It was reported that a 3.5 x 18 mm xience v stent was deployed in the proximal segment of the svg without issue. All the devices were removed from the pt. The decision was then made to treat distal to this previously placed stent. Another company's guiding catheter was placed and another prowater guide wire was selected for use; however, during advancement, the prowater guide wire tip became trapped in the deployed stent. During the attempt to remove the guide wire, the guiding catheter slipped out of the pt causing a bend in the guide wire at a 90 degree angle, which resulted in a guide wire separation. A snare device was used to retrieve the separated piece of guide wire; however, during retrieval, as the guide wire was still stuck with the stent, the stent also was pulled from the pt. No vessel injury was reported and the pt was restented with another 3.5 x 28 mm xience v stent and the procedure was completed. No additional event or pt info is available.